Manufacturer narrative:
Patient identifier, age or date of birth, and weight not available for reporting. Date patient pain began is not known. The 510k: this report is for an unknown 4.5mm va lcp condylar plate /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent orif (open reduction internal fixation) on an unknown date to treat a distal femur fracture with a 4.5mm variable angle locking compression plate (va lcp) curved condylar plate and approximately five (5) 5.0mm cannulated screws. Patient had revision surgery on (B)(6) 2017 for scar revision and hardware removal due to painful hardware. Unknown which hardware was painful. The surgeon had difficulty removing the screws with both screwdrivers. The screwdrivers were noted to have rounded tips. Another set of screwdrivers were used to successfully remove the screws. There were no issues with the hardware. Patient had healed and requested that the painful hardware be removed. During the scar revision, the surgeon dissected an inch-wide scar on the lateral knee and sutured it back together to reduce the size of the scar. There was no surgical delay. Routine x-rays were taken as standard for the procedure. The procedure was completed successfully. This report addresses the removal of painful hardware. Difficulty removing the screws due to screwdrivers with rounded tips is addressed in pc-000094681. This report is for one (1) unknown 4.5mm va lcp condylar plate. This is report 1 of 2 for (B)(4).